Manufacturer narrative:
Concomitant product(s): d314drg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.